Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and a broken occluder leg beneath the twist clamp was observed. The occluder feet, contained in the main body and covered by the sleeve, clamp the tubing closed when the twist clamp is locked in the closed position. A broken occluder feet would result in fluid flow through the set with the twist clamp closed. The reported condition was verified. The cause of the condition could not be determined, however, potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.